Manufacturer narrative:
(B)(4)

Event description:
Same case as 2134265-2015-07065. It was reported that rotawire detachment occurred. The 90% stenosed target lesion was located in the moderate tortuous and severely calcified distal left anterior descending artery (lad). A 1.25mm rotalink plus and rotawire were selected to treat the target lesion. The rotawire was advanced and crossed the target lesion. Then the rotaburr was delivered near the y-connector. During adjustment of the rotation speed, it was noted that the rotawire got detached. The rotawire was exchanged with another rotawire and was able to cross the target lesion. Delivery of the rotablator was attempted but it failed to insert into the wire. The procedure was completed with 1.5mm rotalink plus. No patient complication were reported and the patient's was good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2015-07065. It was reported that rotawire detachment occurred. The 90% stenosed target lesion was located in the moderate tortuous and severely calcified distal left anterior descending artery (lad). A 1.25mm rotalink¿ plus and rotawire were selected to treat the target lesion. The rotawire was advanced and crossed the target lesion. Then the rotaburr was delivered near the y-connector. During adjustment of the rotation speed, it was noted that the rotawire got detached. The rotawire was exchanged with another rotawire and was able to cross the target lesion. Delivery of the rotablator was attempted but it failed to insert into the wire. The procedure was completed with 1.5mm rotalink plus. No patient complication were reported and the patient's was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Unit has wire broken as part of overall visual revision. The device has the guidewire detachment due to rotational wear in the middle of the device (141 cm from the distal tip, the distal tip was returned), also it has the distal tip kinked and stretched. Overall length: couldn't be measured due to the device condition (wire broken near to the distal section). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2015-07065. It was reported that rotawire detachment occurred. The 90% stenosed target lesion was located in the moderate tortuous and severely calcified distal left anterior descending artery (lad). A 1.25mm rotalink plus and rotawire were selected to treat the target lesion. The rotawire was advanced and crossed the target lesion. Then the rotaburr was delivered near the y-connector. During adjustment of the rotation speed, it was noted that the rotawire got detached. The rotawire was exchanged with another rotawire and was able to cross the target lesion. Delivery of the rotablator was attempted but it failed to insert into the wire. The procedure was completed with 1.5mm rotalink plus. No patient complication were reported and the patient's was good.